Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a qdot micro. The patient suffered a cerebrovascular accident. Four days after the procedure was completed, a stroke was noticed in the patient. Four days after the procedure, the patient was at home, unresponsive and almost obtunded. The patient was then taken to the emergency room (ER). A computed tomography (CT) angiography was performed on the patient's head. No medical intervention had been provided to the patient. The patient still had slurred speech. The patient was in stable condition. Additional information was received. Physician¿s opinion on the cause of this adverse was that it was procedure related. The physician believes the cause of this adverse event could have been due to the qdot micro catheter and the new ablation strategy. No intervention was provided. Outcome of the adverse event was improved. The physician informed them that the patient was slowly improving over time. Patient required extended hospitalization because of the adverse event as, 5 days after the procedure, the patient arrived to the ed and was admitted to the hospital. The patient was monitored for stroke symptoms.